Event description:
During the transfemoral tavr using a 29mm sapien 3 valve, dissection of the common iliac artery (cia) and external iliac artery (eia) occurred. As the access vessel, left eia was narrow, endovascular treatment (evt) was executed before the esheath insertion. The esheath was inserted without trouble. When the delivery system was advanced through the sheath, there was mild resistance but had no trouble being advanced and the valve was implanted. When the access vessel was checked, there were localized dissections in the cia and eia. A stent graft was implanted for repair.

Manufacturer narrative:
The investigation is ongoing. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 16fr esheath plus was not returned for evaluation as it was discarded. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing the esheath was unable to be confirmed due to no imagery/device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The degree of tortuosity was not provided. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The degree of calcification was not provided. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increasing resistance. Per the event description, "the access vessel, left eia was narrow (4.5 x 5.2mm)." The minimum lumen diameter for a 16f sheath is 6.0mm. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The angle of insertion was not provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance with an esheath experiencing resistance with the delivery system. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In this case, available information suggests that patient factors (undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.